Manufacturer narrative:
A steris service technician arrived onsite to inspect the v-pro max sterilizer and found no issue with the function or operation of the sterilizer. No repairs were required, and the sterilizer was returned to service. The technician was informed that the employee subject of the event was not wearing proper ppe, specifically gloves as stated in the operator manual. The v-pro max operator manual states (6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The operator manual further states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." Additionally, user facility personnel should ensure that all instruments are properly dry prior to placement into a v-pro max sterilizer. The operator manual states (a-1), "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual h2o2 may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled user facility personnel on the proper use and operation of the v-pro max sterilizer, specifically wearing proper ppe and properly drying instruments. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn on their thumb while handling items that were processed in a v-pro max sterilizer. Medical treatment was administered; the employee applied a cream to their thumb.